Event description:
It was reported that the patient was not getting urinary relief from their implantable neurostimulator (ins). It was noted that the patient had started some medication about a year and a half ago and it was around that time that they were not getting the urinary relief. They were reprogrammed multiple times which did not help. The patient was told by their healthcare professional (hcp) a week or 2 ago that the ins battery needed to be replaced. It was unknown if the implanted device was checked by the hcp. The doctor also told the patient they were doing fine on medication and another doctor spoke of using the ins therapy with medication. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the patient was not concerned with the device and was currently being managed with medication. It was unclear to the caller if there was a malfunction with the device or not; the patient had been seen in may and the healthcare provider (hcp) was not concerned with the device function. He put the patient on the medication. It was unclear if any troubleshooting or reprogramming with the device had been done. The patient had an appointment in october but cancelled it as she no longer needed to go and everything was fine. It was noted that the patient did not always feel stimulation and the caller thought the entire point of the device was to feel stimulation. Follow-up was going to continue with that doctor.

Manufacturer narrative:
Product ID 3093-28, lot# v625669, implanted: 2011 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).